Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain, headache, and spinal pain indications. It was reported that patient had a routine battery replacement yesterday. Unfortunately after the procedure when patient got home he noticed that the lead placed above his right eye ( supraorbital) had migrated down to his temporal area. No troubleshooting has been performed at this time, but jim has had his system for many years and now only feel stimulation in his right temporal area versus right supra orbital. Patient contacted hcp to let him know. Rep told patient that an x-ray would confirm the migration. Rep also told patient to let us know when that appointment is with hcp so that rep can be there to assess.  Ultimately if the lead has migrated from the supraorbital area to the temporal area, it¿s unlikely we will be able to help and he will need a lead revision.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 3777-60 , serial# (B)(4), implanted: (B)(6) 2014, product type: lead , ubd: 02-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 3777-60, serial# (B)(6), implanted:(B)(6) 2014, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the pt is being referred to a doctor for a lead revision. The appointment is scheduled for june 2nd.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the rep believed that the lead may have migrated during the procedure to have his battery replaced. The patient has talked to the hcp and they are going to send him out for an x-ray to confirm that the lead migrated. The issue has not been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the healthcare provider (hcp) is going to revise the lead. The surgery should be scheduled some time in the next couple of months. During the lead discussion, pt mentioned that he would like his quad pns (3986a45) lead moved in his neck to better cover his painful area. However, the lead is no longer being manufactured or available if the lead was damaged during the procedure. Hcp is not interested in revising the 3986a45 lead because it is no longer available.

Manufacturer narrative:
Concomitant medical product: product ID 3777-60 serial# (B)(6) implanted: (B)(6) 2014 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.